Event description:
Kaz, inc. Received notification from the consumer regarding burns to the back of her legs from use of the heating pad. Details of the incident were not provided. Burns of this nature are typically caused by placing the pad between the body and another solid object which is contrary to proper use instruction.